Event description:
On (B)(6) 2019 between 8:00 a.m. And 9:00 a.m., the patient became dizzy, nauseated, and her speech was slurred. The patient attempted to test on her blood glucose monitor, but the device would not power on. The patient believed her symptoms were related to vertigo. No treatment was provided for her diabetes and she continued to lay in bed. The patient took meclizine pills for vertigo which were expired and five minutes later she began to vomit. The patient called the clinic at unknown time and she was advised to come to the clinic about 1 hour to 1.5 hours after taking the medication. The patient's husband took her to the clinic since the symptoms were getting worse. The patient arrived at the clinic around 3:00 p.m. The patient's blood glucose result was 575 mg/dl. No treatment was provided and the patient was advised to go to the urgent care. She arrived at the urgent care at 4:20 p.m. The patient's blood glucose result was 600 mg/dl on the professional meter. The patient was treated with 4 IV bags of unknown insulin. The patient was released from the urgent care at 1:30 a.m. On (B)(6) 2019.